Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. External visual inspection revealed sliced silicone overmold on the top cover. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. The device passed the mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires ultra device is no longer distributed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced partial insertion and slower progress than expected. The recipient presented with sound quality issues. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.